Manufacturer narrative:
(B)(4) operator of device unknown. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a hole was observed on an eva bag. When in the process this issue was observed is unknown. There was no patient involvement. No additional information is available.